Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +1.5 hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; reclaim distal tapered 19x190a hip femoral stem; reclaim prx bdy cone 20x75 hip femoral proximal body. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Ppf, sticker sheets and implant records received. Ppf alleges loosening of the stem after the first revision. Doi: (B)(6) 2017; dor: not reported; (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.